Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to incorrect size. The lens was exchanged for another icl lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Result: (operational problem) : visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was explanted due to excessive vaulting, elevated intraocular pressure and shallow angles. The lens was exchanged for a shorter lens. The iris sphincter was damaged due to the pressure. The reporter indicated the cause of the event was due to mismeasurement of the white-to-white. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4).